Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) detected a shock of impedance of 105 ohms. Shock impedances were 51 ohms at implant. Over a year later out of range high shock impedances were recorded. No adverse patient effects were reported.

Manufacturer narrative:
A system replacement was being planned. At this time, records indicate this system remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received indicating defibrillation threshold (dft) tests were performed for this patient. A 31 joule shock was delivered but not successful. A subsequent 41 joule shock was delivered which successfully converted. A message was displayed indicating an open circuit condition was detected. Review of measurements from the dfts found the shock impedances were high and out of range for both shocks. Boston scientific technical services (ts) recommended lead replacement. No additional adverse patient effects were reported.

Manufacturer narrative:
Resolution has been requested from the field representative. The field representative later reported that the clinic reviewed current measurement and compared to previous measurements and found that the shocking impedance had been in the 115-120 ohms range. Therefore the clinic has elected to continue to closely monitor this patient. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
This device has not been returned. Should additional information become available, or if analysis is completed, this report will be updated.

Event description:
Additional information was received indicating an invasive procedure was performed. The device was explanted and the lead was surgically abandoned. A new device and lead were successfully implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.